Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to lead fracture. Surgical intervention may take place at a later date.

Manufacturer narrative:
This device is no longer considered reportable on this event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained indicating the 3186 lead was fractured. It was confirmed via x-ray. Surgical intervention took place wherein the system was explanted. Explant date is unknown.

Manufacturer narrative:
The reported event of fractured lead could not be confirmed due to an incomplete lead being returned. The lead was received cut and incomplete with only 65.7cm of the terminal end lead segment being returned. Microscopic inspection revealed instrumentation damage to the lead body and a broken lead wire at 55.8cm distal to the terminal end. The broken lead wire and lead body damage is consistent with damage occurring during the explant procedure.